Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. While troubleshooting with tandem technical support for this issue, a cartridge alarm 1 occurred. All supplies were changed in order to resolve both issues. Customer's blood glucose level was 149 mg/dl.